Manufacturer narrative:
The pt and device codes were coded by the manufacturer. The device remains in the pt. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Study event. Device malfunction: none. Symptoms/ae: transient intermittent visual disturbance. Time of symptoms: after procedure. It was reported that approx one week post, an uneventful left internal carotid artery pta stenting procedure, the pt began to have headaches and transient blurry vision and black spots in both eyes alternating from one side to the other. She does not know if she was aware of the blurriness before the procedure and she thinks it may be consistent with her early macular degeneration. Per the physician, the pt probably has had some minor embolic phenomenon either to the eye or to the visual cortex that gave her the visual dark spots. The visual disturbance resolved within 10 days of onset without treatment. Although requested, there is no additional information available.